Event description:
Hcp reports patient's device was in power on reset mode after having a security check at the airport. The patient presented at the clinic with device in reset mode. The device had reset when the patient was thoroughly wanded at an airport security check. No further symptoms were reported. The hcp reprogrammed the device to the previous settings but it did not hold the setting and went in to power on reset mode again. Hcp contacted the manufacturer technical services department where further troubleshooting was performed. It was determined that the device was probably near end of life. The hcp plans to explant the device. No date for explantation was provided.